Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that on (B)(6) 2018 at 10:10 a.m, she arrived at the customer's house and found her "laying on the floor". Caregiver tested the customer's glucose using the adc blood glucose meter and adc test strips (expired 11/30/2017) and a result of 156 mg/dl was obtained at 10:20 a.m. Paramedics were called and upon their arrival at 10:45 a.m., a reading of 158 mg/dl was obtained (device unspecified). Customer was then transported to a hospital where a blood glucose result of 38 mg/dl was obtained on a hospital device at 11:30 a.m. Customer was treated with "glucose 15, orange juice and an apple juice" followed by intravenous glucose. No further treatment or additional readings were reported and customer was discharged from the hospital on (B)(6) 2018 at 1:00 p.m. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product's were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. (PMA 510k#) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer's caregiver reported that on (B)(6) 2018 at 10:10 a.m., she arrived at the customer's house and found her "laying on the floor". Caregiver tested the customer's glucose using the adc blood glucose meter and adc test strips (expired 11/30/2017) and a result of 156 mg/dl was obtained at 10:20 a.m. Paramedics were called and upon their arrival at 10:45 a.m., a reading of 158 mg/dl was obtained (device unspecified). Customer was then transported to a hospital where a blood glucose result of 38 mg/dl was obtained on a hospital device at 11:30 a.m. Customer was treated with "glucose 15, orange juice and an apple juice" followed by intravenous glucose. No further treatment or additional readings were reported and customer was discharged from the hospital on (B)(6) 2018 at 1:00 p.m. There was no report of death or permanent impairment associated with this event.